Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading low mgdl and the bg meter was reading 487 mgdl. The patient was wearing an omnipod 5 insulin pump. The patient stated his jaw and legs were numb and removed his sensor and omnipod 5 insulin pump and gave himself a manual insulin injection as treatment. At an unspecified time later, the patient began vomiting so his girlfriend brought him to the emergency room (ER). At the ER, he was treated with intravenous (IV) insulin. The patient was diagnosed with diabetic ketoacidosis (dka) and was admitted to the intensive care unit (ICU) for one week. The patient was discharged on 06/11/2024. He was feeling better at the time of report. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.